Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist found pain and sensitivity in upper anterior teeth. Noted recurrent decay for #2, 10, 14,15, 19, 30 and 31 and initial decay for #3 and 18. No decay was noted on #8 but patient pinpointed pain to #8, this tooth was painful upon chewing percussion and palpation. Due to these findings the patient was advised to halt aligner treatment from byte. Also noted was gingival inflammation. With further testing of #8, patient was diagnosed with sip - symptomatic irreversible pulpitis and sap - symptomatic apical periodontitis requiring root canal. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.